Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was the cable connecting ECG a and ECG b was cut. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.